Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the lot was manufactured from november 5, 2014 to november 10, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a small black particulate inside of the reservoir. The device was compounded with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.